Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complaint, during the procedure the basket broke and the stone was unable to be extracted. It is unknown if this event took place inside or outside the patient or how the procedure was completed. The status of the patient and if there were any complications is unknown.

Manufacturer narrative:
(B)(4).